Manufacturer narrative:
Concomitant medical products: product ID 3537, product type: programmer, patient. Product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had the trial for urinary retention. The patient was sleeping in their chair on (B)(6) 2016 and noticed their sacral joint was starting to hurt. They had a hard time sitting on it, it hurt to walk around, and the patient was achy. The patient was not sure if the discomfort was caused by the stimulation or not. In the night the patient woke up on their left side, which was the side the lead wire was on, so they rolled over to the other side and went back to sleep. The patient experienced a loss or change of therapy. The patient had a loss of stimulation and a loss of therapeutic effect. It was doing amazing up until (B)(6) 2016 when the patient woke up and they weren¿t feeling any stimulation sensation anymore. The patient was not sure if a lead got misplaced or pulled. The patient checked their controller and the battery level was down to red, so they changed the batteries and still weren¿t feeling stimulation. The patient turned it up to 4 and there was nothing. The patient¿s managing health care provider's (hcp's) office was calling them back and the patient would have their stage 2 implant on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.